Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 375 mg/dl and insulin injections were administered to address the bg level. The customer did not know why the bg was high. A pump system check was performed and the pump and tubing were found to be functioning as expected. Tandem technical support followed up with the customer and the bg level was back to "normal".